Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture behind the display and there was a power issue in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the black box showed evidence of short battery life with voltage drops resulting in battery alarms on (B)(6) 2017 and (B)(6) 2017. Moisture was evident behind the display lens. The pump powered on with the returned battery cap. However the battery cap was unable to fully tighten. A battery compartment crack was observed from the thread area to the case seal. Additionally, the battery compartment threads were damaged. Evidence of moisture contamination was found inside the battery compartment. In addition to the battery compartment damage, the pump cover was cracked between the corner of the display lens and the case seal. A base crack was also observed between the case seal and the keypad. Idle and sleep current draws were not within specifications. A leak test showed evidence of a leak at the battery compartment crack. The pump case was removed and evidence of moisture contamination inside the pump on the transceiver/ cgm board was found. The transceiver/cgm board was unplugged and the current draw values returned to within specifications.